Manufacturer narrative:
(B)(4). Batch # t93d5p. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? During the operation, the white tissue pad was damaged, piece of the tissue pad was still present in the jaws, and the other part of the tissue pad was dropped and removed from the patient's body. It has been sent with the blade tip together. In the event description it states:¿ it has been sent with the blade tip together.¿ was the active titanium blade tip broken off?white spacer breaks and broken white spacer sent with blade. Investigation summary: the device was returned with the white teflon tissue pad damaged, melted, not all present, and a portion was not returned. In addition, the device was received with the black tissue pad detached and not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of white teflon tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Based on the condition of the black tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the blade appears heavy tissue adhesion, and the operator did not clean the blade in time. Then the white tissue pad broke during procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.